Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. The patient had no adverse effects and did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.